Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. Customer¿s blood glucose was 246 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are unable to clear the alarms. Customer also reported that the insulin pump received failed battery test alarm. Troubleshooting was done for failed battery test and insulin pump did not alarm failed battery test. The insulin pump will not return for the analysis.